Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 520 mg/dl. The customer mentioned that she had also been experiencing bent cannulas. Troubleshooting was done. The customer expressed feeling very tired, confusion, lethargy, difficult with think, nausea and a headache, as symptoms of her high blood glucose. The customer treated herself with a bolus. Advised customer to run a manual prime, and insulin did exit the tubing. Advised the customer to remove the infusion set from the body. The customer stated that the cannula was bent but not occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised customer that her insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.